Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed an allergic reaction under the patch. There was no alleged device malfunction contributing to the reaction. The patient's physician recommended removal of the patch due to the reaction. Outcome of the irritation is unknown.